Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump programming error when the hcp increased the daily dose from 99.92 mcg/day. The hcp programmed the daily dose as the basal dose/hour when modifying programming from simple continous to flex mode. The pt's dose was thereby increased to 2486.77mcg/day. The error was recognized immediately because of the new alarm date and was corrected within nine (9) minutes. The pt received a total dose of 16 mcg in those 9 minutes. The hcp reprogrammed the pump in flex mode to dose a 117mcg/day. No pt symptoms or adverse effects reported. The pump contained baclofen. Additional info has been requested, but was not available as of the date of this report.